Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge was not performed due to receiver stuck at ¿dexcom¿ screen and receiver moisture damage pictures taken. Boot tests were performed and failed due to receiver stuck at ¿dexcom¿ screen and receiver moisture damage pictures taken. Functional tests was not performed due to receiver stuck at ¿dexcom¿ screen and receiver moisture damage pictures taken. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver stuck at ¿dexcom¿ screen and receiver moisture damage pictures taken. No injury or medical intervention was reported

Manufacturer narrative:
(B)(6).